Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code/wrench code) was confirmed. As received the monitor produced service code 203 (pulse test fault), indicating that the device failed an internal pulse test at the distributor. Upon investigation, the code 203 was duplicated. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service code.

Manufacturer narrative:
Follow-up report #1: additional information - 12/05/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the service code was isolated to a defective r82 resistor. The root cause for the defective resistor was unable to be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code/wrench code) was confirmed. As received the monitor produced service code 203 (pulse test fault), indicating that the device failed an internal pulse test at the distributor. Upon investigation, the code 203 was duplicated. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service code.